Event description:
Pt went in for repair to an endoleak of another manufacturer's device. The ax1 was used to repair the leak. The pt's aneurysm neck had a reverse taper that went from 24 to 28. The ax1 planted well. However, there was a persistent type I endoleak at the end of the case and the decision was made to conduct an open operation to repair. As of 2007, the pt has not yet had an open repair.

Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event may have been due to anatomical changes in the pt over time. Inaccurate placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Incorrect deployment or migration of the endoprosthesis may require surgical intervention. We are aware that this may occur and corrective action has been filed in an effort to prevent this in the future.